Event description:
The pt's graft bled 4 days ago and stopped. She was dialyzed on 5/30/95. Pt came to ER with forearm bleeding, when the physician opened the wound, a fistula was exposed which bled profusely. Pt was brought to or for graft revision with 2 vascular clamps in place. Graft was implanted approx 10 yrs ago.